Event description:
It was initially reported that the physician's handheld device was not holding a charge. There were no suspected issues with the power cord as the cord successfully charged another handheld device. Attempts for product return are underway.